Event description:
On the event date, a company representative reported that the pt was experiencing issues with her infusion device, but she refused to be transferred to technical support for troubleshooting. She stated that she is experiencing air bubbles in her insulin cartridges. Upon follow up in the same month, the pt stated that she is able to fill insulin cartridges and successfully prime out the air, but within a few hours of use, more air bubbles form. She stated that if this occurs overnight she wakes up with elevated blood glucose of 300-400 mg/dl. Her normal blood glucose range is 70-150 mg/dl. She boluses or administers insulin via syringe to lower her blood glucose. She stated that she does allow insulin to reach room temperature prior to use. A request for additional training was submitted. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.